Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/ib. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that the insulin pump had a blank display. The customer reported that she replaced the battery, but the device did not regain power. Blood glucose level at the time of the incident was 110 mg/dl. Customer reported that the insulin pump may have recently been exposed to moisture. During troubleshooting, the customer inserted a new battery and the display did not return. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.